Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint for ¿device was alarming, low fluid¿ could not be duplicated/confirmed during functional testing. When doing the electrical test the device failed. After replacing the line cord the device pass all the functional tests. The root cause of the complaint is unknown as the reported issue could not be duplicated.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was alarming low fluid. There was no report of patient involvement.